Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The noise was not reproducible in clinic. It was determined that the noise was due to electromagnetic interference (emi). No intervention was performed. The patient was in stable condition.